Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer attempted to continue the fill, but received the notification again. The customer reported a blood glucose level of 210 (mg/dl) and will load a new cartridge onto the pump in order to stabilize bg level.